Event description:
No additional information from customer

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h11. Corrected fields:h11 the device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited loose distal end. There was no patient involvement.

Manufacturer narrative:
Complaint allegation was confirmed as documented in as-investigation codes. Investigation supported by ptis. Reference coding table on allegations and investigation conclusions. No further escalation required. The subject device will not be returned to ric from rrc. The investigation results are summarized in "product analysis". This complaint investigation is supported by previous investigations conducted through the product technical investigation (pti) process.